Event description:
User facility requested repair of an ambulatory infusion pump due to "cannot hear alarm". No patient details were provided.

Manufacturer narrative:
Additional information - no patient involvement. Device evaulation: one cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "cannot hear alarm". The pump was found to have no physical damage. Evidence of reported problem in event log revealed volume set low. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was not verified. No issue was found with the alarm sound of the pump. The event history log indicated that the alarm volume was set too low by the customer. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
Additional informaiton from customer states "this all happened during operational checks (bench testing)". Therefore, there was no patient involvement.